Event description:
It was reported that during a coronary stent procedure, the stent delivery system would not cross the lesion and the stent dislodged from the delivery balloon during removal. The target lesion was located in the calcified right coronary artery (rca). The lesion was pre dilated with a 2.5 x 20 mm balloon. After pre dilation the dr attempted to reach the lesion with a liberte' monorail stent delivery system. However, the liberte' was unable to cross the lesion. During removal, the stent started to dislodge from the delivery balloon. The entire system was removed, however the stent dislodged in the femoral artery and remains there. The pt's status is reported to be "satisfactory/good".